Manufacturer narrative:
(B)(4). The intraocular lens was received to the manufacturing site in a zip lock bag. Visual inspection using a microscope at 12x magnification showed the lens was returned in one piece. The lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. The lens was cleaned and revealed deep scratches on the center of the optic and no abnormality found on the haptic. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. The results of the cosmetic inspection performed at final inspection were reviewed. At final inspection all products are subject to cosmetic inspection prior to optical testing. Only units that meet cosmetic inspection criteria are then subject to optical inspection. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu instructs the customer to examine the lens optical surfaces for defects. As a result of the investigation there is no indication that the scratches were introduced during manufacturing. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye, an intraocular lens (iol) was noted defective and had to be removed. Follow up information was received and it was learned that the haptics were bent and there was a wrinkle ''folded'' in the center of the optic. A second lens was implanted without further issues. No patient injury reported.